Event description:
It is reported that the patient was revised due to infection.

Manufacturer narrative:
Evaluation summary: review of surgical reports provided indicates surgical technique was followed. No x-rays were received. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact) are unknown. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of product or further information. Evaluation: review of the device history records did not find any deviations or anomalies. The investigation could not verify or identify any evidence or product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened.